Event description:
Braun IV pump charger caught on fire on (B)(6) 2013, approx 1230. The faulty unit was inspected by biomed engineer and it was determined that a broken latch on one side of the charger unit may have allowed moisture in and caused short-circuit to the adapter. The charger unit (charger part# 33102708, sn # (B)(4)) was immediately removed from service and is secured in the quality office. Emergency protocols were followed and there was no harm to any pt or staff as a result of the incident. Follow up: our biomed engineer inspected all b. Braun charger units to make sure the latches are in good condition and the connection between the charger and adapter cord is tight. Materials department will inspect the chargers' connections when cleaning the IV pumps and their charger before putting them back into circulation. The b. Braun charger units should be off the floor to prevent contact with fluids. B. Braun to be contacted to pack up and replace faulty charger.